Event description:
It was reported that a patient was originally implanted with a titanium universal spinal system (ti uss) construct from t10 ¿ s1 on (B)(6) 2009. Thereafter, the patient suffered a fall resulting in a fracture of the sacrum below the existing instrumentation. On (B)(6) 2010, the patient was returned to the operating room (or) where all hardware was removed and a new ti uss construct was implanted from t6 - s1. The surgeon also placed iliac screws left and right (this (B)(6) 2010 procedure was addressed in (B)(4) and previously reported). The patient then developed a non-union, which was discovered at l5 - s1. The patient was again returned to the operating room on (B)(6) 2015 where the surgeon cut both rods from l4 - s1, removed six (6) nuts, six (6) collars, and six (6) screws. The patient was then revised to uss polyaxial construct from l4 - s1. It is reported that, while attempting to insert new, larger diameter screws, the tip of two (2) screwdrivers broke off. All fragments were retrieved. The surgeon used a rod holder to fully seat the last screw. A twenty (20) minute delay was noted. This report is 7 of 22 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Additional product codes for this report include: mnh and mni. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.